Event description:
Staff alleged that the foot hi/low will slowly drift down. No injury reported.

Manufacturer narrative:
Bed located in bio med. Allegation that the foot hi/low will slowly drift down. Requested technician to replaced the foot hi/low down valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.